Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs found that the device triggered a total power failure alarm due to a depleted internal battery. Review of the battery logs and performance testing found no abnormalities with the internal battery. Based on all available evidence and investigations of similar complaints, the investigation determined that the device failure to charge its internal battery was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure event while connected to a main power source. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to the resmed for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure event while connected to a main power source. There was no patient injury reported as a result of this incident.